Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("rash/skin condition"), migraine ("migraine/migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems/eye problems") and eye disorder ("vision problems/eye problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal discharge, dermatitis allergic, migraine, nausea, weight increased, visual impairment and eye disorder outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, back pain, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, eye disorder, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Current weight 150 lbs essure devices are grossly identified within both uterine cornua which extend into the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("rash/skin condition"), migraine ("migraine/migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems/eye problems") and eye disorder ("vision problems/eye problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and back pain had resolved and the device breakage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal discharge, dermatitis allergic, migraine, nausea, weight increased, visual impairment and eye disorder outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, eye disorder, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Current weight 150 lbs. Essure devices are grossly identified within both uterine cornua which extend into the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received. Events: device breakage, vaginal bleeding, menorrhagia, nausea, weight gain, dysmenorrhea, low back pain, vision problems/eye problems were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vaginal discharge") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, dermatitis allergic, vaginal discharge and migraine outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: this case was become incident. Event injury was updated as pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, migraine and rash/skin condition. Patient date of birth, lab data, essure removal date treatment details added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.